Event description:
The patient reported that while he was changing to a new insulin cartridge for his insulin infusion device, the rubber plunger remained attached to the piston rod. He stated the piston rod was retracted all the way back to the start. The patient was instructed to prime the pump and then was educated on how to remove the piston rod from the plunger. The patient successfully detached the piston rod from the plunger but during the process he stated a "very little" bit of insulin got into the cartridge compartment. The patient was instructed on how to dry out the infusion device and advised to check the device frequently to make sure it is operating properly. On follow up, the patient stated the insulin infusion device is "fine." No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.